Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow up, a battery depletion (bd) alert was observed in this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient reported hearing tones from the device for the past two weeks. It was noted that the remaining longevity had been 26% at the device check in (B)(6) 2024 but was now 15%. Premature battery depletion was suspected and a request was made for technical services to provide a replacement interval for this device. Technical services requested device data for the battery analysis. No data was submitted, but the device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.